Event description:
It was reported the programmer had an error code display while in use. The tech said the screen went black during a followup then when restarting, it showed the error code. It was also reported the clinician described that programmer "died". It was in middle of saving, and locked up; error code displayed. Power was turned off/on and same error code reappeared. The programmer service disk was tried but did not work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; hard drive found out of electrical specification. Analysis also found the media bay door latch was bent. (B)(4).